Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to bolus. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected number anomaly or button error alarm was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, a stained end cap sticker and a stained address and serial number label.